Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to redmond. The reported issue could not be verified, could not be duplicated, and root cause could not be determined. The device remains with the customer.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5 of initial medwatch report indicates: a customer contacted stryker to report that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section b5 of initial medwatch report should indicate: a customer contacted stryker to report that their device did not provide defibrillation energy. Also, the customer also reported that the device's keypad was unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section f10/h6 of initial medwatch report indicates: failure to deliver shock/stimulation section f10/h6 of initial medwatch report should indicate: failure to deliver shock/stimulation and key or button unresponsive/not working.